Event description:
Received thermage thermacool treatment over entire face and neck. Extremely painful procedure, and it did not do anything! Even the dr admitted no results. This product is making bogus claims and costing the consumer hard earned money, not to mention the dr's duped into purchasing machine.